Event description:
Boston scientific (bsc) crm received info that during the implant of this dextrus lead, a perforation of this pt's right ventricle occurred. The lead was removed from service two days later and successfully replaced. The lead was surgically abandoned, and will not be returned for testing. Dates provided by boston scientific. Although the complaint describes device explant, a date of explant was not reported.